Event description:
Physio control was performing inspection and testing of facility devices and observed that the device would not recognize that the therapy cable was attached, and therefore would not charge or deliver energy. There was on pt involved with the reported incident.

Manufacturer narrative:
Physio-control replaced the therapy cable and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced therapy cable and determined that root cause was an electrical short of the low voltage pins to each other.